Manufacturer narrative:
H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following investigation elements were determined to be applicable and were completed as part of this investigation: complaint history review, DHR records, sample analysis, review of risk documentation. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive. One photograph of a 4fr powerpicc was returned for evaluation. An initial visual observation of the photograph showed the molded joint and a portion of the extension tubing. No damage was observed in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue; therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that after pre-flushing and before puncture, it was found that the extension tubing connection leaked liquids. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that after pre-flushing and before puncture, it was found that the extension tubing connection leaked liquids. No other information provided.